Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery was observed to be depleting rapidly. Additionally, it was reported that resistance was experienced during the fill process. A cartridge change was performed resolving the issue. Subsequently, it was reported that an occlusion alarm occurred and insulin drips were not observed to be dripping out of the cartridge during the load fill tubing sequence with multiple cartridges. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was in the 400 mg/dl range.